Event description:
The customer reported that the roller clamp is not stopping the flow of fluid. No harm or injury was reported.

Manufacturer narrative:
Device evaluation. The suspect device is not expected to be returned for evaluation. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found four similar complaints for this lot number. A follow up report will be submitted when the evaluation has been completed.